Event description:
It was reported that the ventilator failed internal leakage test with a message "system volume too small" during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue could be confirmed during troubleshooting. According to the received information, the springs of the nozzle units are broken. The maintenance kit, including nozzles will be replaced to solve the issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed at least once a year, or every 5000 hours of operation of operation, whichever comes first. According to information provided by the field service engineer, the customer is aware that the preventive maintenance of the system must be performed at least once a year, or every 5000 hours of operation, whichever comes first. Our conclusion is that the failure was caused by the nozzles, which resulted from not complying with the instructions in the service manual.

Event description:
Manufacturer's ref. #: (B)(4).